Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 5.6 mmol/l. The customer reported camping in the rain prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad traces. No button error alarm noted during our testing. No moisture damage was found inside the insulin pump noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.